Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Customer's blood glucose level was 340 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.